Manufacturer narrative:
Weight, ethnicity, race:unk. Implant date: unk. Explant date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that there was a foreign object in a sfc-45 cartridge. Lens was replaced and there was no health hazard.

Manufacturer narrative:
B5- the reporter indicated that a foreign object was found in an sf-45 cartridge, there was no patient contact. A replacement lens was implanted with no health hazard. H3- device evaluation: the foreign object was returned in a plastic bag stuck in between a piece of tape. The cartridge was not returned. The foreign object was sent for additional analysis using fourier transform infrared spectroscopy (ftir) and scanning electron microscopy with energy dispersive x-ray spectroscopy (sem-edx) . The lab found a square, black flake in the tape to be primarily composed of hydrous aluminum silicate, calcium carbonate, and rubber. The infrared spectrum of the flake reasonably matched several commercially available adhesives. H6- device history record (DHR) review: based on the investigation results, a root cause could not be determined. However, areas of improvement targeting the sfc-45 cartridge manufacturing process have been identified and will be implemented to help prevent further occurrences of this type of error. Claim # (B)(4).